Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2021. Blood glucose reading was 700 mg/dl. Customer stated that current blood glucose was 200 mg/dl. Customer stated that the hospitalization event was feeling sick, unwell diarrhea, gas, vomiting. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with intravenous insulin infusion. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.